Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/20/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline prosthesis. The patient woke up and noticed the spontaneous deflation, and that it was diagnosed during a physical examination. Capsular contracture was also noted. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. The product evaluation team observed a crease on the posterior aspect. A rent was also observed within the crease, and measuring approximately 0.6 cm. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time, it is not possible to determine the origin of the white material. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 400cc saline prosthesis, catalog #3502400, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline prosthesis. The patient woke up and noticed the spontaneous deflation, and that it was diagnosed during a physical examination. In addition to deflation, capsular contracture was also noted. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile saline implants was performed on (B)(6) 2018. The patient is fully recovered with no residual effects.